Manufacturer narrative:
Na.

Event description:
The nurse stated that on (B)(6) 2016, the patient obtained a result of 4.0 inr at 8:51 am while using his coaguchek xs meter (serial number (B)(4)). The lot number of the strips used to obtain the 4.0 inr is unknown. It was stated that the patient was on an antibiotic at the time of the 4.0 inr result. There was no further information provided about that antibiotic. A laboratory result on the same day at 10:46 am was reported to be 2.8 inr. The laboratory uses the dade innovin reagent. The following day on (B)(6) 2016, the patient tested 3.3 inr at 1:36 pm and a laboratory sample that was done at 1:30 pm was 2.4 inr. The lot number of the strips used in the patient's meter is unknown. The patient was also tested on the nurse's coaguchek xs meter (serial number (B)(4)) and a result of 3.4 inr was obtained at 1:35 pm. The capillary fingerstick samples for the meters were obtained from separate fingers. The patient's therapeutic range is 2.0-3.0 inr. He is not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. There has been no change in his diet. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. This medwatch report is for the suspect device used in the nurse's coaguchek xs meter. Reference medwatch report with (B)(6) for the suspect device used with the patient's meter. The relevant retention test strips (lot 206461-12) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.